Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was discarded.